Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had vertical lines on the lower display that made the display difficult to read. When the display became difficult to read, the patient was given a different unit. The current status of the epg is unknown. No patient complications have been reported as a result of this event.